Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended. It was also stated that this patient had undergone a lead revision due to high capture thresholds. Technical services (ts) reviewed and noted the reason for the unsuccessful test was intrinsic beats. Ts also recommended to consider turning the rvat off if a valid manual thresholds value was obtained. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.